Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2023. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue with far field r wave oversensing. Initially, the device was programmed with an absolute blanking of 150 milliseconds and atrial sensing at 0.6 millivolts (mv). A few months prior, the settings were adjusted to partial plus blanking at 170 milliseconds and atrial sensing at 0.3mv. The caller decided to change the settings back to 0.6mv atrial sensing with absolute blanking at 170 milliseconds. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.